Event description:
Pt undergoing mechanical thrombolysis of thrombosed upper extremity brachial artery to basilic vein hemodialysis fistula, angioplasty high-grade subclavian and central basilic vein stenosis, covered stent deployment across basilic vein stenosis and previously stented segment. The tip of the trerotola broke off and retained in the soft tissue adjacent to the basilic vein.